Event description:
During review of the event log of a returned homechoice device, a high drain error 201 alarm was identified. The alarm occurred on (B)(6) 2012. This information meets iipv criteria. A patient was involved, but there was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause for the iipv was undetermined.